Event description:
During a tcar procedure, during wire advancement, the wire behaved abnormally, imaging revealed a dissection, another wire was used to complete the procedure, and the physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation completed.

Event description:
During a tcar procedure, during wire advancement, the wire behaved abnormally, imaging revealed a dissection, another wire was used to complete the procedure, and the physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.